Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain around the paraspinal area on the right side. It was mentioned that while leaning forward the patient notice a snapped on the back and pain is worsened with movement. Inadequate stimulation was also noted. The patient underwent a revision procedure wherein the ipg was replaced. Explanted ipg will not be returned. The patient was doing well postoperatively.